Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent 0.625¿ proximal to the distal tip, just proximal to the pull ring. The shaft material had been fractured at this location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined.

Event description:
This report is to advise of a fracture that was noted during analysis.